Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("I realized only one side took/ I do have scar tissue on my one tube from where the tissue has grew but there is no coil in there."), pregnancy with contraceptive device ("miscarriage") and habitual abortion ("had 3 miscarriages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *patient did the confirmation test for essure. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("bloated"), depression ("depression"), pain in extremity ("horrible pain in my feet"), memory impairment ("memory has gotten progressively worse"), fatigue ("tired / feel like I haven't slept") and visual impairment ("vision get worse"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("gained weight"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, habitual abortion, headache, abdominal distension, hormone level abnormal, depression, pain in extremity, weight increased, memory impairment, fatigue and visual impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, depression, device dislocation, fatigue, habitual abortion, headache, hormone level abnormal, memory impairment, pain in extremity, pregnancy with contraceptive device, visual impairment and weight increased to be related to essure. The reporter commented: the plaintiff experienced three previous pregnancy episodes with essure captured under the cases (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("I realized only one side took/ I do have scar tissue on my one tube from where the tissue has grew but there is no coil in there."), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("had 3 miscarriages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("bloated"), hormone level abnormal ("hormonal changes"), depression ("depression"), pain in extremity ("horrible pain in my feet"), weight increased ("gained weight"), memory impairment ("memory has gotten progressively worse"), fatigue ("tired / feel like I haven't slept") and visual impairment ("vision get worse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, headache, abdominal distension, hormone level abnormal, depression, pain in extremity, weight increased, memory impairment, fatigue and visual impairment outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, depression, device dislocation, fatigue, headache, hormone level abnormal, memory impairment, pain in extremity, pregnancy with contraceptive device, visual impairment and weight increased to be related to essure. The reporter commented: the plaintiff experienced three previous pregnancy episodes with essure captured under the cases (B)(4) respectively. Diagnostic results: patient did the confirmation test for essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.